Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient died. A patient expired sometime after their afib ablation on (B)(6) 2024. The date of death was (B)(6) 2024. It was believed that the patient was discharged the same day as procedure, and that they left the hospital on anticoagulants but with no complications from the procedure. The afib ablation procedure was uneventful, there were no complications during or post-op, negative for effusion on intracardiac echo during and after procedure. Their la (left atrial) pressures were "pretty normal." During the ablation, the pulmonary veins were isolated, posterior wall, carina and roof lines were created. A total of 305 rf (radiofrequency) applications were delivered. 36.5 was the highest recorded esophageal temperature probe reading during the procedure. The patient received four (4) vascade venous closure devices at the end of the procedure. The patient had the following pre-existing conditions: implanted biotronik cardiac device, the patient was pacemaker dependent, and had congestive heart failure. Their device was reviewed postmortem and there were no arrhythmia episodes recorded. The cause of death was not determined, but could have been a possible pulmonary embolism or myocardial infarction.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).